Event description:
A dcs plate was implanted on 9/3/97. The plate broke post operatively and was removed on 1/20/98. Plate was replaced with a nail.

Manufacturer narrative:
Actual device was evaluated. Visual examination and measurements taken indicate device met all specifications. Possible causes may be technique related issues or possible pt non-compliance.